Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy cable and determined that the cause of the reported issue was due to an open wire from the cable being damaged.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the therapy cable failed to deliver a shock to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue.